Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedances of greater than 2000 ohms and was found to be fractured. As a result, the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the lead was returned severed and in two segments. A portion of the lead or insulation was missing. There were setscrew marks noted on the terminal pins, and the extracting stylet was stuck in the segment that was returned. The distal end of the electrode was separated from the lead body and medical adhesive was present in this area, along with some tissue. The medical adhesive was found to be torn and the distal spring and conductor coil was stretched. There was noticeable residual calcification on the leads mesh tip. The lab was unable to perform an impedance test, with accuracy, as the lead tip has been pulled inside of the tined insulation.